Event description:
It was reported by the user facility that the saline bag was filing during recirculation. There was no pt involvement. The biomedical tech was unable to replicate the issue. The loading pressure relieving valve was replaced with the flow pump. The machine has not have any reported recurrences since the repair.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.